Event description:
Boston scientific received information that this pacemaker exhibited high out of range right atrial (ra) pacing impedance measurements approximately one week post implant. Ra loss of capture was also noted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was programmed to unipolar with acceptable measurements and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.